Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial and ventricular leads dislodged within two days after implant causing high thresholds. The leads were repositioned and thresholds were within normal range so that both leads remain in use. The patient is a participant in the panorama clinical study. There were no patient complications reported as a result of this event.